Event description:
It was reported metal shavings were coming out of the device in the spd at the healthcare facility. There was no associated procedure; therefore, no surgical delay, medical intervention, adverse consequences or patient involvement were reported with this event.

Manufacturer narrative:
This MDR was initially submitted on 2-16-2016 but only an ack 1 was received due to an outage affecting the esg. Please reference ticket number (B)(4) which was opened due to the outage.

Event description:
It was reported metal shavings were coming out of the device in the spd at the healthcare facility. There was no associated procedure; therefore, no surgical delay, medical intervention, adverse consequences or patient involvement were reported with this event.